Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: as the product was not returned, no cause was established. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had no image, black screen and interference while moving the camera. The issue occurred during set up or inspection for use (before patient in room). There were no reports of patient harm.